Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6). (B)(4). The complaint device was not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a patient had an obtryx sling removed due to pain from the right side of their groin to their right knee. No further information has been obtained despite good faith efforts.